Event description:
N/a

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, replaced the power supply to resolve the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed power supply was returned to failure analysis and testing department for investigation. Failure analysis and testing department (fat) received the power supply and installed a power supply with a report that the power supply failed. Performed visual inspection of the power supply per the cs300 service manual and found no visual damage and the part looks to be in good condition. Installed the power supply into the failure analysis and testing department cs300 test fixture for testing of the reported problem. Performed and tested the power supply in accordance with procedure and the cs300 service manual in an attempt to recreate the reported problem. The tests did trigger the reported problem that the power supply failed. The failure analysis and testing department was able to verify the failure. Retaining the power supply in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units power supply failed. There was no patient involvement.